Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.6b., d.9., g.2., h.3., h.6. Device evaluation: visual analysis of the returned device identified; fold creases, white particles in shell, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is no issues found related to the manufacturing process.

Event description:
Device has been explanted.